Event description:
It was reported that a tandem mobi cartridge alarm occurred during the load process. There was no adverse impact to the customer¿s blood glucose level. The customer attempted to reload the cartridge but was unsuccessful, leading technical support to assist with loading a new cartridge. When the cartridge alarm recurred, it was decided to replace both the pump and the original cartridge. The customer was informed about the procedure to return the problematic pump and the delivery of a replacement with updated software. The customer planned to use mdi as a backup therapy and was provided instructions for putting the pump into storage mode before returning it.